Event description:
Boston scientific received information that the patient was scheduled for a procedure to extract the entire system for an unknown reason. The field representative is attempting to obtain additional information relating to the reason for the extraction. At this time we are unable to confirm if the system extraction has occurred or was just scheduled. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the field representative contacted the physician and found that the right ventricular (rv) lead exhibited loss of capture and pacing. It was noted that the patient is pacemaker dependent. A procedure was performed where the rv lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.